Event description:
Paramedics attended to a person diagnosed in cardiac arrest. When the paramedic attempted to tear open the pouch of electrodes, the pouch was allegedly still sealed below the point of the tear notch and the paramedic was unable to remove the electrodes. The paramedic opened the electrode pouch using a pair of scissors and continued using the product with no further problems reported. There were no adverse effects to the pt reported as a result of the alleged malfunction.